Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an axios stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. A double pigtail stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code 2906 captures the reportable event of stent partially deployed. Block h10: the returned hot axios stent and delivery system was analyzed, and a visual evaluation noted that the stent was received partially deployed. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. A functional evaluation noted that the catheter control hub was able to be advanced and retracted without resistance. The stent deployment hub was also able to move without resistance. The stent was able to be fully deployed without issue. The stent was measured to be within specifications. No other issues with the device were noted. The report that the stent was partially deployed was confirmed. The investigation concluded that the partial deployment may have occurred due to difficulties encountered during the procedure. Most likely, procedural factors, such as the handling of the device and normal procedural difficulties, affected the device performance and its integrity contributing to the reported event. Therefore, the most probable root cause has been determined to be adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an axios stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent could not be deployed. A double pigtail stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.